Event description:
It was reported to nuvectra that the patient received a trial implant on (B)(6) 2018. The trial leads were sutured to the patient's skin with anchors to keep the leads in place. The excess leads were covered with gauze and taped. On (B)(6) 2018, the patient had the trial leads explanted due to the dislodgment of the leads caused by the patient's blanket while sleeping. The patient's dressing was loose with external portion of the leads stretched. Subsequently, the leads were removed with no issues and signs of infection.